Event description:
It was reported that the patient had an unknown sling implanted in 2012. The patient was later implanted with an artificial urinary sphincter device on (B)(6) 2019 due to unspecified reasons.